Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap is protruding from the metal cap and cannot rotate within the metal cap; the metal cap adhesion location exhibits burnt glue; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "doctor asked for a new fiber because the fiber continued to overheat. Patient had stones in prostate" @ 68,000 joules of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used to complete the procedure @ 202,000 joules. Patient outcome: "ok" reported.